Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that a 21mm bioprosthetic aortic heart valve is failing due after twelve (12) years, four (4) months due to severe re-stenosis with regurgitation. Intervention via transcatheter valve replacement is indicated; however, testing has been delayed due to the patient being ill. No additional details provided.

Event description:
Edwards received additional information through follow-up with the health care provider that the patient underwent the valve in valve procedure successfully and was discharged on post-operative day one with no complications.